Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 5 and 24 hours. It was noted that the needle did not deploy. Hyperglycemia treated with a new pod. Device was discarded.